Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in australia.

Event description:
It was reported that during surgery, the skin graft mesher plate was damaged. The ratchet (handle) was able to move up and down, and it was not stuck on the mesher. It is unknown whether there was any patient impact or delay. Due diligence is complete and there is no additional information available.